Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, resolving the issue, and allowing continued use of the pump. The caller was advised to report any recurrence of the malfunction code and acknowledged this advice.